Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva meter system 1. Reference medwatch with a1 patient identifier (B)(6) for the aviva meter system 2.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 355 mg/dl (aviva system 1) and 107 mg/dl (aviva system 2) customer reportedly received the following results on the aviva system 1 within 10 minutes: 355 mg/dl and 108 mg/dl. Reading of 355 mg/dl was taken only once - no duplication of reading. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.